Event description:
In 6/84, rptr had breast augmentation. Following implantation a general decline of health started. She has the following: constant decline in rbc since test in 1985 (increase in macrocytes noted continually), wbc increases then decreases (neutrophils increase to out of limit since 1984, lymphocytes decrease to out of limit since 1984, monocytes increase, and eosophils increase), lymph node swelling, skin reactions of increasing severity ("erythematous papules" described on medical records as increasing in severity since 1985, thickening of skin, inflammation of hair follicles, increasing allergic type skin reaction to common enviromental factors including clothes, soaps, etc), body aches, and vaginal discharge of unknown origin (speculated to be allergic reaction to husband's semen). (*)